Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The target was -0.30 diopters and the postoperative refraction was +5.25+0.25x085. According to the surgeon, the iol did not cause the event. The potential cause was a dense posterior subcapsular cataract. Additional information has been requested.